Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient was prescribed antibiotics. No specific information regarding the alleged event or prescription has been provided. Attempts have been made for additional information on the event. If the information is received it will be submitted in a follow up report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.